Manufacturer narrative:
This report is being supplemented to provide additional information based on customer provided cleaning sterilization and disinfection (cds) practices, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during pre-cleaning, manual cleaning and manual disinfection. A soluscope 4 automatic endoscopic reprocessor (aer) is used with soluscope cln detergent and soluscope paa disinfectant. There was no reported defect on the aer. All channels were connected with tubes when the endoscope was set up into the aer. The concentration and expiration date of the disinfectant is controlled. The water quality is controlled by an unknown mechanism. The water filter was replaced periodically in accordance with the instructions for use (IFU). The device was dried by compressed air and stored in a thermosensitive endoscope storage cabinet. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: bending section rubber glue --- separated. Mouthpiece --- damaged. Plug unit --- damaged housing. Biopsy channel --- incised, cuts. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive twice. The first test was sampled on 07jul2023 (local time) and detected >57 colony forming units (cfus)/endoscope, or >34 cfu/100ml, of pseudomonas spp and pseudomonas aeruginosa. The second test was sampled on 13jul2023 (local time) and detected 1 cfu/100ml, or 1 cfu/endoscope, of staphylococcus maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected <1 colony forming unit (cfu)/endoscope. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.